Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication did not show up in the due now screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing up on the station. A technical support specialist inspected and found that certain medications, specifically diuretics with daily and frequencies, were not appearing on the pyxis enterprise server due now screen, creating workflow challenges and reported near-miss risks for customer, as users had to manually locate the medications. A request was made to map these frequencies for future patients; however, it was explained that this behavior was expected system functionality and not a frequency-mapping issue, as medications only display in due now when the current time falls within the configured window relative to the scheduled administration times. Tss recommended that the facility review and adjust these timing settings to better align with nursing workflow. The customer later confirmed that upon reviewing the station, the medication was correctly appearing in the due now process. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.